Manufacturer narrative:
Analysis pending completion.

Event description:
It was reported that a kink and split of the sheath in one place on the isleeve occurred during insertion at the puncture site. The doctor felt resistance while trying to insert the introducer sheath and when the sheath was taken out there was a visible kink and split in one place on the sheath. An 14f isleeve was selected for an transcatheter aortic valve implantation. During introduction, a kink and split of sheath in one place on the isleeve occurred during insertion at the puncture site. Normal puncture angle was used. The doctor felt resistance while trying to insert the introducer sheath and when the sheath was taken out there was a visible kink and split in the body of the sheath. The split was of approximately 1 cm. A new sheath was prepared and went in smoothly. The femoral vessel was mildy calcified with a diameter of 6,6 x 9 mm (min x max mm). There were no patient complications.

Event description:
It was reported that a kink and split of the sheath in one place on the isleeve occurred during insertion at the puncture site. The doctor felt resistance while trying to insert the introducer sheath and when the sheath was taken out there was a visible kink and split in one place on the sheath. An 14f isleeve was selected for an transcatheter aortic valve implantation. During introduction, a kink and split of sheath in one place on the isleeve occurred during insertion at the puncture site. Normal puncture angle was used. The doctor felt resistance while trying to insert the introducer sheath and when the sheath was taken out there was a visible kink and split in the body of the sheath. The split was of approximately 1 cm. A new sheath was prepared and went in smoothly. The femoral vessel was "mildly" calcified with a diameter of 6,6 x 9 mm (min x max mm). There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. Each of the three seams are split. One of the seams has a 23mm split starting 3.3cm from the distal tip, one of the seams has a 21mm split starting 3.3cm from the distal tip, and one of the seams has a 25mm split starting 3.3 cm from the distal tip. The edges of the split/tears were slightly jagged. The tip is damaged.